Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 14-dec-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) is calling on behalf of customer and transferred call. The customer is concerned with test results from results obtained of 214, 216, 210 and 219mg/dl. Customer stated that she compared her true metrix air with a different meter (unknown brand) and results from true metrix air are higher than the other meters results. The customer¿s expected am fasting blood glucose test result range is 170-185mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/28/2023 and test strips were opened one month prior to call. The meter memory was reviewed for previous test result history (date/time not set; customer stated all were am results): (B)(6).